Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break along the needle shaft is confirmed and was determined to be use-related. One 22 ga powerglide pro was returned for evaluation. An initial visual observation of the returned powerglide pro revealed blood use residues throughout the returned device. It was observed that the catheter was still attached to the needle shaft. The blue wings were observed to be broken off from the safety mechanism. The needle was observed to be broken towards the distal end of the needle tip. The guidewire was observed to be fully advanced through the needle shaft. The catheter was observed to be broken at the proximal end of the catheter. The distal end of the catheter was not returned for evaluation. A microscopic observation revealed the break site of the needle to have a granular fracture surface and flared fracture edges. The needle break was observed to be at the flash notch. The guidewire remained inside the needle shaft at the break site. The guidewire appeared to have several misaligned coils along the coil region of the guidewire. The catheter break was observed to be at the proximal end of the catheter. The break site was observed to have a chevron shape, and the fracture edges appeared sharp. Insertion techniques such as insertion angle, differences in tissue the device is being inserted into, or other unknown factors may have contributed to this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the shaft of the powerglide needle broke off in the patient while attempting to remove the housing once the vessel was cannulated (guidewire and catheter both were advanced w/o resistance). The device was secured, and the patient was sent to the ir suite to have the device removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the shaft of the powerglide needle broke off in the patient while attempting to remove the housing once the vessel was cannulated (guidewire and catheter both were advanced w/o resistance). The device was secured, and the patient was sent to the ir suite to have the device removed.